Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh carrier would not release from shaft tip. This was noted when the physician attempted to place the first side. It was reported that bone may have been encountered. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the plastic shaft tube was damaged. There was no other physical damage to the device. Functional analysis revealed that the release mechanism functioned as intended.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh carrier would not release from shaft tip. This was noted when the physician attempted to place the first side. It was reported that bone may have been encountered. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".